Event description:
The report received indicated that a pt incurred a type a dissection during a percutaneous coronary intervention. The indication for the procedure was unstable angina. After predilatation with an unk 1.5x10mm balloon at 12 atms, a 2.25x33mm cypher stent was implanted at 12 atms. Two cypher stents were implanted to treat a type a dissection, a 2.50x33mm cypher and a 2.50x8mm cypher. It is not known how the dissection occurred, but the type a dissection was attributed to both the 2.25x33mm and 2.50x33mm cyphers and it was determined as highly probable to both stents. Post dilatation was not conducted and the event was resolved without sequel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under manufacturing numbers 9616099-2007-02454, and 9616099-2007-02455. Additional information will be submitted within thirty days upon receipt.